Event description:
Approximately two months post hvad implant, the patient experienced an increase in power consumption, elevated ldh and a change in urine color. The pump was successfully exchanged the following day. The site reported that thrombus material was visualized within the pump. The patient has since been discharged and is said to be recovering well.

Manufacturer narrative:
The product will not be returned for evaluation; the investigation is ongoing. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation as it was retained by the site. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Review of the controller log files revealed an increase in power consumption and flow that correlates with the reported event. The cause of the reported event cannot be conclusively determined.